Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 15 atmospheres; however, during second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.